Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile and no communication transmitter to the pump. The customer reported no adverse event. The event involved product(s) mmt-6102 and mmt-1884l. Troubleshooting was performed. The customer requested assistance with pump programming. The customer reported being unable to pair the device(s) with the pump. The pump continued to alert "device not found" three times while trying to pair. Went over instructions to pair the device again from the beginning and the pairing was successful. The customer reported receiving a power loss alarm. The customer was able to clear the alarm and complete the rewind process if requested. The pump was recently stored or without a battery for more than 10 minutes. Unpairing and re-pairing the pump and mobile device resolved the issue. The reported issue was resolved, and no escalation was required. No harm requiring medical intervention was reported. No product return was required for mmt-6102. The customer would continue to use of the device, no product return was required for mmt-1884l.